Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: phenomenon 1: the fibre bonding in the outer tube area (distal end) was damaged. Phenomenon 2: the outer tube had a dent. Phenomenon 3: the lg-bundle of the video cable section was broken and therefore the light transmission was lost or too low. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up and inspection the subject device exhibited no or low power. There were no reports of patient harm.